Event description:
It was reported that a patient had a fall. During a scheduled x ray check it was revealed that the fall caused a glenoid fracture on inverted prosthesis. The patient currently has passive mobilization of their right shoulder. The patient is still in a rehabilitation center, the device is still in place. There is no revision surgery at this time and there is no physical therapy.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
It was reported that a patient had a fall. During a scheduled x ray check it was revealed that the fall caused a glenoid fracture on inverted prosthesis. The patient currently has passive mobilization of their right shoulder. The patient is still in a rehabilitation center, the device is still in place. There is no revision surgery at this time and there is no physical therapy.

Manufacturer narrative:
The event involves a device (dwd173) that is not cleared for sale in the u.s., but a similar device (dwd171) is commercially available and cleared under 510k # k131231. Please note the corrections in the h6 device, clinical, and health impact code: the reported event could not be confirmed since the device was not returned (remained implanted in patient) for evaluation and no other evidence were provided. In this case, the patient conditions may have strongly contributed to this event (the elderly ¿patient had a very important trauma following a fall¿). The link with the devices seems highly improbable. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As a reminder, the operative technique tornier bio-rsa clearly states to use only a 29mm long post baseplate with the graft and recommends choosing a centered standard sphere when using the bio-rsa technique. The instructions for use and the operative technique aequalis reversed clearly state also to fix the glenoid baseplate to the glenoid with four screws. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.